Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the device was unable to be deflated, therefore, the doctor decided to perform an inflatable penile prosthesis (ipp) replacement surgery to address the problem. Air was not observed in the device and there was no patient complications. No further information is available.